Manufacturer narrative:
While customer technical specialist assisted the customer with wash concentrate errors, customer checked the hydro drawer and the customer states that the top of the lid is crusty with leaked wash concentrate fluid. A bci field service engineer replaced the wash canister assembly.

Event description:
A customer contacted beckman coulter inc. (Bci) to report false wash concentrate low errorsn. No injury was reported.